Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 424mg/dl at the time of incident. The customer reported that her pump and meter aren't connecting. Customer is using syringes lately. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communication anomaly due to buttons not responding. The product not meets specification noted.